Manufacturer narrative:
No DHR review was performed. Four product samples were received for evaluation. Visual and functional testing was performed. Four samples were received with cuffs not inflating uniformly. The root cause of the reported issue was found to be cuff symmetry test of representative sample per lot by quality inspectors. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that cuff would not inflate and the water would not go down the cuff. No patient injury was reported.